Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification.

Event description:
The customer reported that after a caesarean was performed a 2nd degree burn was noticed on the patient's heel. The customer did not notice the burn during surgery because of epidural anesthesia. The burn was treated with burn cream. Patient's current status is fine.